Event description:
It was reported that the down arrow button on the customer's insulin pump was not working properly. The customer stated that the button would no longer depress. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to moisture-damaged keypad traces. The unit had a scratched display window, a scratched case, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.